Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that black screen in pyxis device. A field service engineer, confirmed that the reported issue was resolved by customer. The device functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, device displayed a black screen and remains unresponsive despite several attempts to reboot. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.